Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while suturing the vaginal cuff to close, the thread of the two sutures broke. More sutures from the same product ID and lot number were ued to complete the multiport robotic hysterectomy with bilateral salpingect-ooopherectomy and cystoscopy procedure. There was no patient injury.